Event description:
It was reported per literature review that the patient was evaluated for a non sustained tachycardia episode detected in a routine interrogation. Analysis of the recorded episodes whose far field R wave signal present on the atrial channel below the sensitivity limit. Also there are more ventricular signal on the atrial signals during the tachycardia consisted with ventricular tachycardia (VT). In addition, an intrinsic beat coincided with atrial pacing as indicated by ventricular sense followed by delivery of ventricular pacing that triggered ventricular tachycardia (VT). The arrhythmia self terminated. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.